Manufacturer narrative:
The complaint has been visually verified and the root cause was most likely associated with the device potentially coming into contact with a metal or hard object. Due to the physical damage the devices sustained, it is also possible that mechanical displacement of tissue through applied force or using the devices as a lever to enlarge a surgical site or gain access to tissue can also cause this type of failure. There were no indications during manufacturing record review that would suggest that the devices did not meet product specifications upon release into distribution.

Event description:
It was reported that during a procedure using a dyonics rf-s whirlwind 90 degree probe, the electrodes on the wand tip were noticed to be missing after an unknown period of activation. The surgeon is unsure if they burnt out or fell off while inside the patient. The procedure was completed successfully using a backup device. There were no significant delays or patient complications reported as a result of this event.